Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump's audio features were not functioning. The reporter confirmed that the vibratory features were functioning appropriately. During troubleshooting, the reporter confirmed that the sound settings were set appropriately but the issue remained unresolved. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the pump was returned with the normal bolus, audio bolus, alert, reminder, warning & alarm/error sound features all set to ¿high¿; the temp basal was set to ¿off.¿ on testing, the pump powered on to the verify screen with functioning audible and vibratory features. The audible alarm reading measured within the required specifications. The audio tone feature was found to be functioning properly during testing. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.